Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl due to settings being set too high at night. Customer consumed a snack to correct the low bg. Reportedly, the customer will consult with a healthcare provider regarding settings adjustments.